Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. During the procedure air was seen in the laa via transesophageal echocardiogram imaging. The closure device was released in the laa and the air was trapped inside of the laa. The patient was doing fine following these events and there were no observed deficits.